Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted subject device was received missing a spring. The item is not repairable. The cause of the issue is unknown.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on-going; no conclusion could be drawn. Placeholder.

Event description:
It was reported that, on an unknown date, the 2.0mm awl with sleeve was found to have a missing spring. It was reported that this event did not contribute to death or serious injury. It was also reported that subject device did not malfunction during surgery while being used on patient. No further information is available at this time. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted the 03.617.990 (awl with sleeve) was received with a missing spring. The set screw which holds the spring in place is stripped inside the drive recess. There is some oxidation on the etching (faded etch as well) on the inner shaft component. Device 03.617.990, lot number 3393149 was forwarded to the complaint handling unit for further investigation. Per the product development evaluation, the materials and specifications are adequate for the device's intended use. This complaint is indeterminate from a design perspective. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. No service history can be performed as this is a controlled item.